Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a conventional gastroplasty, during the second stapling of the stomach, the staples of the open stapler came loose and were not stapled, leaving the stomach open. Only the stomach tissue was cut, and there was a problem with the triggering of the open surgery load. The issue was identified as a staple line problem when shooting, and device damage prior to use was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a conventional gastroplasty, during the second stapling of the stomach, the staples of the open stapler came loose and were not stapled, leaving the stomach open. Only the stomach tissue was cut, and there was a problem with the triggering of the open surgery load. The issue was identified as a staple line problem when shooting, and device damage prior to use was noted. A new reload was used to resolve the issue. No patient complications have been reported as a result of this event.